Event description:
It was reported that during a percutaneous coronary intervention procedure in an unknown vessel, the maverick2 monorail balloon ruptured at 12 atm. The number of inflations and to what atm is unknown. The procedure was successfully completed with the maverick2 catheter. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.